Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for unknown synthes locking plate/unknown quantity/unknown lot. Reoperation, post operative arthritis. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: jung et al. (2016) triangular fixation technique for bicolumn restoration in treatment of distal humerus intercondylar fracture. Clinics in orthopedic surgery 8:9-18. This study included 38 patients (15 males and 23 females) from january 2007 to december 2012 who underwent olecranon osteotomy, open reduction and internal fixation with the triangle-shaped cannulated screw and parallel locking plates (triangular fixation technique).the mean patient age was 59.07 years (range, 31 to 88 years). Locking plates were applied along both the medial and lateral columns of the distal humerus. Synthes locking plates (stratec medical ltd., (B)(4)) were used in all cases. Summary of complications: unknown synthes locking plate: 1 patient experienced elbow stiffness requiring reoperation - capsular release; 1 patient experienced elbow instability requiring reoperation - ligament sutures; 2 patients experienced ulnar neuropathy requiring reoperation - nerve release; 3 patients experienced bullae and partial necrosis requiring conservative treatment; 1 patient experienced postoperative arthritis with poor range of motion; 1 patient with severe intra-articular comminution and complained of malunion, complex regional pain syndrome and restricted range of motion; 2 cases with a greater than 2mm articular step-off were identified via xray as malreduction of the articular surface with respect to the both columns. This is report 1 of 2 for (B)(4). This report is for an unknown synthes locking plate.